Event description:
Complainant alleged that three shocks were delivered to a patient on the fourth attempt to deliver a shock at two hundred joules the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that thtere was no adverse effect to the patient due to the reported malfunction.